Event description:
It was reported that some time post a port placement, the patient allegedly complained of pain during medicine administration, when CT examination was performed it was found that the catheter allegedly detached from the port body and migrated to the heart. It was further reported that the port body and the migrated catheter and the cath lock were removed. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport clearvue slim implantable port attached to a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported disconnection and identified deformation issues as the port stem was noted to be compressed, blunt and deformed. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event are unknown. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post a port placement, the patient allegedly complained of pain during medicine administration, when computed tomographic examination was performed it was found that the catheter allegedly detached from the port body and migrated to the heart. It was further reported that the port body and the migrated catheter and the cath lock were removed. The current status of the patient is unknown.

Event description:
It was reported that some time post a port placement, the patient allegedly complained of pain during medicine administration, when CT examination was performed it was found that the catheter allegedly detached from the port body and migrated to the heart. It was further reported that the port body and the migrated catheter and the cath lock were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.